Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The device eval confirmed the #1 key to be intermittently inoperable caused by a failed keypad. The remaining keys were tested and found to be functioning as expected. The front case assembly with the failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump displayed the #1 key intermittently. It was also reported there was no pt injury.